Manufacturer narrative:
Correction: corrected d4- additional device information sn and d6a - date of implant of the lead from (B)(6) implant date (B)(6) 2024, to sn: (B)(6) (implant date: (B)(6) 2024). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation with the system. As a result, surgical intervention was undertaken wherein one lead was explanted and replaced and the second repositioned to a new location.